Event description:
Event description cpi received information that this lead was removed from service due to high impedance measurements greater than 2000 ohms, increased threshold measurements and suspected fracture.